Event description:
It was reported that during a procedure for benign prostatic hyperplasia, the fiber connection had a problem and cannot be connected to the console. Also, the fiber was noticed broken in the insertion connector. The procedure was completed with another fiber without patient complications.